Event description:
The physical therapist set the electrical stimulator to provide stimulation on 4 channels. Only channel 2 was operational. Pt did not feel treatment. Device indicated all 4 channels were operating. Similar situation occurred on several pts. In all cases the device indicated that electrical stimulation was being provided, pt reported no or minor sensation of current.